Event description:
The patient expired. The patient's mother reported that she had found the patient in the morning and that he apparently had expired during the night. The hcp reported that they did not believe that the patient's death was related to the pump or therapy. The last pump refill was 3/2006 and no issues were noted at that time. The pump was filled with lioresal 2000 mcg/ml at a dose of 350 mcg/day. The patient had complex medical issues. An autopsy was performed; results are pending.